Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery (rcfa) using a proglide after an ablation procedure, using an 8fr sheath. One day post procedure the physician heard noise in the rcfa with a stethoscope and a CT examination was performed the following day. Reportedly, the sutures of the proglide device stitched the backwall of the artery causing an occlusion. A cut down was performed to cut the suture and the artery was sutured closed. The patient was able to ambulate although there was some pain. The patient was discharged on (B)(6) 2021. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported backwall stitch could not be determined. Factors that contribute to back wall stitch, include, but not limited to, user technique (lateral puncture, using the device in a femoral vessel < 5mm). The reported patient effects of pain and occlusion are known inherent risks of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.